Event description:
The pt's mother reported in the month of (B)(6) (exact dates was not provided) her daughter had an infection on her leg where the pod was placed. She went to see her primary care physician who placed her on antibiotics. She did not provide any further info regarding the event. In a f/u call with mother; she stated that everything is fine now.

Manufacturer narrative:
The product will not be returned for eval. We are unable to assess if any product condition could have contributed to the pt's infection. No qualification and sterilization records were reviewed because no product lot number was reported. See scanned page.